Event description:
Rv lead explanted due to noise observed on p/s channel and elevated thresholds. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed a bent fixation helix. Bending the fixation helix requires the presence of mechanical stress. Based on the characteristics of the damage, it is reasonable to assume that tensile forces during the surgery contributed to this observation. However, a thorough analysis of the lead did not show any deviations which might have led to the reported oversensing and elevated thresholds. The values of the parameters measured during the electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.